Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer declined troubleshooting however, cts confirmed insulin was resumed with current pump. There was no reported adverse impact to customer¿s blood glucose level.